Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that surgical intervention was undertaken wherein the system was explanted.

Event description:
It was reported that there was a possible infection at the ipg site. In turn, patient was put on oral antibiotics and is being evaluated by the physician. The infection has not yet resolved.